Event description:
That a customer has an incident with the magellan safety needle. The customer reports "the phelebotomist was starting to draw blood when they started to see air bubbles and thought the syringe was not on tight enough. When they withdrew the needle the needle stayed in the arm."